Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, prior to closing the access incision, an angiogram was performed and demonstrating a spiral dissection at the external iliac and a lesion at the graft anastomosis. Both sites were treated with a combination of self-expanding and balloon expandable stents. The final angiogram showed no residual stenosis or dissection. Per the report, an open cut-down was performed and a 24f rf3 sheath was advanced carefully into right sided vasculature. After removal of the sheath an end to end tube graft was placed at the at the insertion site for repair. The access vessel diameter was 7-8mm as measured by CT and ivus. Access vessel calcification and tortuosity were noted as mild. Through additional investigation of the event it was indicated the degree of calcification at the location of the dissection/lesion was moderate and tortuosity was mild. There were no issues noted while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of the dilators or sheath and it was indicated the sheath did not malfunction. CT angiogram measurements received indicated the minimal luminal diameter of the right external iliac was 7mm, the right common iliac artery was 10mm and the right common femoral artery was 6-7 mm; accurate measurement was degraded by hardware artifact.

Manufacturer narrative:
Cine images for this case were submitted to edwards for review; echo was not provided. The imaging was reviewed by edwards medical staff. Observations: severe aortic calcification, xx aortic root calcification, no porcelain aorta, semi-circular mac. Bav x1 demonstrated melon seeding into aorta on inflation. Bav repeated. Satisfactory image intensifier angle with lateral bias of the valve and delivery system noted. Valve positioned 55:45 aortic across annulus and deployed 60:40 aortic. Post deployment aortogram demonstrates ar. Femoral cines demonstrate ileo femoral vessels with a spiral dissection noted starting at the common iliac artery, extending down the external iliac. There are several cines demonstrating the end tube graft, multiple balloon inflations and a total of 4 stents placed in the right iliac. Final cine demonstrates good ileo -femoral blood flow. No cine available to review dilator, sheath, or delivery system insertion or removal moderate tortuosity and no significant calcification demonstrated. Impressions: successful sapien implant with a final position of 60:40 aortic. After removal of sheath and delivery system cine demonstrates a spiral dissection noted starting at the common iliac artery, extending down the external iliac. This required a total of 4 stents placed in the iliac artery. The dissection was repaired successfully with good flow and no residual stenosis demonstrated in the last images. It is not confirmed why this dissection occurred but it could be due to a combination of patient and / or procedural factors including vessel size (CT measurements were 7mm which is below the recommended size for a 24f sheath) and moderate tortuosity. The device's lot number was not available. Therefore, a device history record (DHR) review could not be performed. Per the device's instructions for use (IFU), complications associated with standard cardiac catheterization, balloon aortic valvuloplasty (bav), aortic valve replacement and bioprosthetic heart valves include but are not limited to cardiovascular injury including perforation or dissection of vessels, which may require intervention. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. In addition, the IFU also contraindicates the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, there were no issues noted while prepping the device. There was no difficulty encountered during insertion or removal of the dilators or sheath and it was indicated the sheath did not malfunction. However, the minimum luminal diameter (mm) of the vessel at the location of perforation/dissection was 7mm, with moderate calcification and mild tortuosity; the minimum required vessel diameter for a 24 fr rf3 sheath is >8mm. It is likely that patient factors contributed to the reported event. No further action is required at this time.